Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had internal communication failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval?, return to manufacture date, e1(site country, event site state: kln), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact inforation: name - (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing d012-00-1801 col cable. Fse then performed functional and safety tests and realease the unit for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the following parts cable coiled cord. This part was received with a reported unit failure message of internal communication error. Performed visual inspection of this part received and observed some wires on connector were damaged. Please see attached picture. Due to damaged wires on connector the fat dept. Cannot be further investigated this part. Damaged wires on connector probably cause of internal communication error. Coiled cable cord failed testing. Retaining coiled cable cord in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.